Manufacturer narrative:
(B)(4). Batch # m54k6g. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, after it was fired, the blade would not come back. The jaws would not open either. The operator has the blade back by using the reverse button. The operator tried to fire after a reload, but it would not work. The situation was completed by opening the jaw manual release button. There were no adverse consequences for the patient reported.